Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was not giving any blood glucose results and was just showing an unidentified blinking symbol. The patient tests her blood glucose twice a day. She tests every morning and at night. She takes set doses of insulin (unknown type) twice a day regardless of her meter readings. The patient lives in another country. The reporter purchases the patient's testing supplies in the united states and mails the products to the patient. The reporter indicated that the alleged meter issue started about 2-3 weeks before she called lifescan on the same day. The patient had the meter since three months earlier and was able to test previously before the issue began. The patient did not have a backup meter for testing during the time of concern. She reportedly did not make any changes to her diet or insulin regimen as a result of the alleged meter issue. On an unknown date after the meter issue began, the patient reportedly developed symptoms of dizziness and shakiness at 11:00 am. The patient had eaten her normal breakfast earlier that morning consisting of oatmeal. The patient administered self-care by drinking orange juice but this reportedly did not help to relieve her symptoms. The patient claimed she went to an emergency room (ER) where her blood glucose was tested on an ER/hospital meter. The reporter did not know what result was obtained. However, she mentioned that the patient was treated with oral glucose and hospitalized for 3 days. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia and was hospitalized for 3 days after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.